Event description:
New information received noted that the appropriate programming changes were made on (B)(6) 2021. Patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise on their atrial lead. Programming changes were recommended to a healthcare provider. Patient had no consequences as a result of the event.